Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up information was received which indicated the article was reviewed with one of the physician author¿s and there are no specific device/lead defects to report, nor deaths associated with the products.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/70 years old. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: increased incidence of ventricular arrhythmias in patients with advanced cancer and implantable cardioverter-defibrillators. Jacc: clinical electrophysiology. 2017; 3(1):50-56.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Twenty three patients received inappropriate ICD therapies, either inappropriate shock or inappropriate antitachycardia pacing (atp) for any rhythm other than ventricular tachycardia (vt) or ventricular fibrillation (vf). It was also reported that lead technical issues including noise, suboptimal or rising thresholds, lead dislodgement, lead fracture, electromagnetic interference. T-wave oversensing, and suboptimal sensing were noted. The article reports patient deaths. The exact cause of mortality was not able to be determined. The status/location of the icds and leads is unknown. Further follow up did not yet yield any additional information. Information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.